Event description:
A surgeon reported a patient with a refractive surprise following intraocular lens (iol) implant surgery. The iol was exchanged for the same model, different power lens. The surgeon reported "the wrong iol power was used" for the original iol implant procedure. In a follow up, the surgeon reported the event resolved.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 09/08/2010 and 09/21/2010 by phone, fax, and mail. A completed questionnaire was received on 09/20/2010. (B)(4).